Event description:
It was reported that the customer experienced a blood glucose (bg) level of 700 mg/dl. The customer alleged that the pump suspended insulin delivery. The pump logs were unavailable for tandem technical support to review, therefore the allegation could not be confirmed. Reportedly, the customer went to the emergency room and was hospitalized. Customer was discharged (B)(6) 2025 with the issue resolved and no permanent damage. No additional patient or event information was available.